Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03105. It was reported the patient was only receiving right side stimulation. X-rays identified the left scs lead has migrated. An sjm representative was unable to resolve the stimulation issue with reprogramming as effective stimulation could not be achieved; although, stimulation was obtained in the patient's pain pattern. It was also reported following reprogramming, the patient began to experience uncomfortable stimulation. The patient is consulting with the physician regarding surgical intervention being taken to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.